Event description:
It was reported that syringe 1ml ls tuberculin was damaged, but still operable, leaked, leaked past the stopper, and the stopper separated from the plunger. The following information was provided by the initial reporter: " (1) damaged barrel, resulting in leakage: the barrel was damaged, like caused by heat, which resulted in leakage from between the barrel and the stopper. (2) the stopper was separated when aspirating the drug solution from the vial."

Manufacturer narrative:
The following fields were updated with additional information: d9: device available for evaluation?: yes. H3: device returned to manufacturer?: yes.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/23/2021. H.6. Investigation: four photos and three samples were received by our quality team for evaluation. After visual inspection, a damaged barrel was observed on one sample and a chipped off plunger head was observed on two samples. The damaged barrel sample was subjected to the leak test and leakage was observed at the damaged area. A device history record review found no non-conformances associated with this issue during production of this batch. For the damaged barrel, the team investigated different sections of the syringe machine and matched a potential area which could lead to the reported defect. The syringe barrel could have occurred at the assembly machine. At the assembly process, there is an auto-reject station where the rejected syringe will be removed. The probable root cause of the damaged barrel could be due to the not being kicked out at the auto-reject station effectively. The syringe tip could have dislodged from the dial pocket and hit against the guide skirt; however, the barrel flange was stuck at the assembly dial. Therefore, the damaged barrel caused the leak from the syringe. For the chip off on the plunger head, the probable root cause of the plunger head to be chipped off and could have been due to the molded plunger tip being hit against the molded plunger target box when transferring from the molding machine to the assembly line. H3 other text : see h.10.

Event description:
It was reported that syringe 1ml ls tuberculin was damaged, but still operable, leaked, leaked past the stopper, and the stopper separated from the plunger. The following information was provided by the initial reporter: " (1) damaged barrel, resulting in leakage: the barrel was damaged, like caused by heat, which resulted in leakage from between the barrel and the stopper. (2) the stopper was separated when aspirating the drug solution from the vial."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 1ml ls tuberculin was damaged, but still operable, leaked, leaked past the stopper, and the stopper separated from the plunger. The following information was provided by the initial reporter: damaged barrel, resulting in leakage: the barrel was damaged, like caused by heat, which resulted in leakage from between the barrel and the stopper. The stopper was separated when aspirating the drug solution from the vial."